Event description:
It was reported that during a generator replacement due to battery depletion, high impedance and low output current was seen on the new generator. Pin insertion was reattempted, and generator diagnostics were done with the test resistor that indicated that the generator was operating as expected. The lead was replaced and has not been received by livanova to date. No additional or relevant information has been received to date.

Event description:
The lead and generator were returned to livanova. Product analysis is pending. No additional or relevant information has been received to date.

Event description:
The generator that had been implanted since 2013 was not returned and was discarded during surgery. Product analysis was completed for the returned generator that was replaced during surgery. High impedance was not duplicated in the product analysis lab. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. High impedance was seen in the generator data. There were no performance or any other type of adverse condition found with the pulse generator. Product analysis was completed for the returned lead. Abraded/torn openings were identified in the outer and the inner silicone tubing of the lead coils. A break was identified in both positive and negative lead coils. Scanning electron microscopy images of the positive and negative coil breaks show that pitting or electro-etching conditions have occurred at these locations and at the areas of the negative coil which exhibit a discolored/dark appearance. Appearance of the negative coil suggests a stress-induced fracture in one strand. Also, a secondary broken stand was identified in the vicinity the negative coil break, located past the end of the electrode bifurcation. However, due to metal dissolution and/or mechanical distortion the fracture mechanism of other strands cannot be ascertained. The lead assembly has dried remnants of what appear to have once been body fluids inside the inner and the outer silicone tubing. No obvious point of entrance was noted other than the identified tubing openings and the end of the returned lead portions. Note that the electrode array was not returned for analysis so no observations can be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portions. No further information has been received.